Event description:
The explanted generator was returned on (B)(6) 2013 and product analysis was performed. It was found during product analysis that the generator was at end of service due to normal expected battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Visual examination performed at the test bench, showed tool marks on the pulse generator case and header. These tool marks are most likely associated with manipulation of the device during the explant procedure, as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). Burn marks were also observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electrocautery tool. Product return attempts were made for the explanted lead; however, the lead was not returned. Attempts for additional information were made; however, they were unsuccessful. No additional information was provided.

Event description:
Clinic notes from the surgery were received. The pre-operative diagnosis listed was seizures, end of service vns lead with high lead impedance status post generator change. It was noted that there was scarring in the neck, minimal blood loss, and no complications. The surgery procedure was detailed, and it was noted that the third electrode was tightly adherent to the nerve so the electrode was left in place as it was encased in the nerve with dense scar tissue. Diagnostics were performed after the lead replacement which showed good lead impedance and indicated the system was functioning perfectly at this point. Follow up with the surgeon's office found that the scarring was related to the vns surgery. Attempts were made to find out if any interventions were taken or planned; however, this information was not provided. No additional information has been provided.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
The patient underwent lead revision surgery on (B)(6) 2013.

Event description:
Clinic notes dated (B)(6) 2013 were received which indicated that the patient had an increased seizures frequency and wanted new magnets as it was believed their magnet was not working. It was stated that the patient's last seizure was approximately six months prior and the patient has a history of petit and grand mal seizures as well as nocturnal seizures. Clinic notes also state that the vns was non-responsive and it is likely the vns battery died off. The patient had a battery replacement on (B)(6) 2013 and a lead replacement on (B)(6) 2013. The lead replacement was performed because it was found during surgery that the patient had high impedance. After the initial generator was replaced on (B)(6) 2013, the new generator was connected to the original lead and diagnostics indicated high impedance. The lead pin was re-inserted and tightened into the generator multiple times to ensure that it was placed correctly. In addition, the generator was checked for debris and buildup, but none could be found. No pre-diagnostics had been performed to check lead integrity as the generator battery was depleted. Attempts will be made for additional information. No additional information has been provided.